Manufacturer narrative:
Corrected information: section h10: narrative text. Additional information: section h6: evaluation codes; section h10: narrative text. Corrected information, the second sapien 3 valve was crimped on the original commander delivery system, not a second delivery system as previously reported. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the inflation balloon protruding out from the sheath 4 inches from the distal sheath and the distal balloon material was bunched. No balloon material was missing. The crimped valve was partially expanded on the inflow and bent strut on the inflow and outflow were observed. An ¿s-figured¿ shaped balloon burst from a valve strut poking through the balloon material along the working length was observed. Photographs of the sheath and delivery system post procedure were reviewed. The delivery system was inserted through the sheath. The delivery system was sticking out of the sheath, with parts of the vessel still on the sheath. Dimensional analysis of the single wall thickness of the inflation balloon along the edges of the tear was performed. All measurements met specification. Functional testing was not performed due to the nature of the complaint. Device history review (DHR) review was not able to be performed as no device lot number was provided. Lot history review was not able to be performed as no device lot number was provided. Complaint history review from february 2019 to january 2020 for the commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate trend categories. The review of complaint data found that the complaint rate did not exceed the january 2020 control limit for the appropriate trend categories. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the delivery system components and entire system undergo multiple 100% inspections. The delivery system undergoes 100% final inspection and balloon catheter leak test. Additionally, product verification (pv) testing is performed on a sampling plan. No failures occurred during product verification testing and the lot was released. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints were confirmed based on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Per the event description, ¿the second valve was prepped on the 1st (original) delivery system¿. Per IFU, ¿the devices are designed, intended, and distributed for single use only. Do not resterilize or reuse the devices.¿ difficulties were also reported while tracking the second commander delivery system and valve due to the severe vessel tortuosity and calcification. Difficulties were then encountered while attempting to center the valve on the delivery system balloon, also due to the patient factors¿. Performing valve alignment in tortuous and calcified anatomy can result in higher forces required to align the thv on the balloon, along with the reusing of the delivery system, which may have caused the delivery system to be compromised. As the balloon folds were unpleated after the first use causing the balloon to have an altered profile, this likely caused difficulties with the fine adjusting of the valve onto the balloon. Additionally, ¿during the deployment of the second sapien 3 valve, the valve did not deploy evenly, and the delivery system balloon ruptured.¿ per product evaluation figure 6, there is evidence that the valve dove into the balloon, leading to the balloon damage. The tortuosity and calcification present in the patient may have led to restrictive pathways for the balloon expansion, leading to valve diving into balloon. Along with suboptimal patient anatomy the delivery system was reused, which may have caused the balloon material¿s integrity to be compromised. As the balloon folds were unpleated after the first use causing the balloon to have an altered profile, this likely led to the balloon damage from valve alignment causing the uneven deployment of the valve. Although a definite root cause was not able to be determined, procedural factors (reuse of the device), in addition to patient factors (vessel calcification, vessel tortuosity) may have contributed to the balloon burst during valve deployment. The semi-deployed valve and burst balloon, in addition to the vessel tortuosity and calcification, likely contributed to the reported withdrawal difficulties. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2020-10362 and related manufacturer report no: 2015691-2020-10363.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported, during the transfemoral tavr procedure, at the end of the deployment of a 29mm sapien 3 valve, an annular rupture occurred. It was reported that a piece of calcium was observed to pierce the left coronary sinus at the end of the valve inflation. The decision was made to attempt to tamponade the rupture with a second 29mm sapien 3 valve. Difficulties were encountered while tracking the second commander delivery system and valve due to the severe access vessel tortuosity and calcification. Difficulties were then encountered while attempting to center the valve on the delivery system balloon, also due to the patient factors. The valve was not perfectly centered but determined to be ¿acceptable¿. During the deployment of the second sapien 3 valve, the valve did not deploy evenly, and the delivery system balloon ruptured. Post balloon burst, the valve could not be pulled back into the sheath. The valve and delivery system were pulled back into the abdominal aorta and ¿allowed to sit¿ until surgically removed. Following the surgical removal of the second delivery system, valve and sheath, delamination of the sheath liner was observed. Intima / vascular tissue was also observed on the sheath. The patient was placed on bypass and stabilized. The decision was made to place a non-edwards valve into the initial sapien 3 valve to tamponade. The non-edwards valve was placed without improvement to the root rupture. A second non-edwards valve was implanted higher, with no effect on the rupture. The dissection continued to grow. The patient¿s chest was opened, however, due to the very fragile tissue, the dissection could not be repaired. The patient expired during the procedure. Information regarding the access vessel minimum luminal diameter was not provided. Severe vessel calcification and severe vessel tortuosity was reported. It was perceived that vessel characteristics contributed to the valve alignment difficulty and balloon rupture.